Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Should additional information become available a follow up medwatch will be submitted. The package label and directional insert were reviewed and found to be sufficient in providing in formation on the use of product code 7n8399.

Event description:
The facility contacted baxter (B)(4) technical services to report a one-link hp microbore catheter extension set that the technician was using during a pe procedure, in the diagnostic imaging department, and the injection stopped. The technician pressed start again and it was ok for 15-20 mls and then it would stop again. Prior to the procedure, the technician had checked the patient's vein and flushed with saline to ensure good access. The malfunction was reported to have been found during infusion. There was a patient involved, however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.